Manufacturer narrative:
Additional information (28-november-2017): a siemens headquarters support center (hsc) specialist reviewed the information provided for this event. There is no indication of a reagent or instrument issues since no other samples were involved. The data shows the test results in questions were processed out of the same flex and well set as the correct results, indicating that the issue is isolated to this sample. Hsc concludes that the potential cause of the discrepant glu result is due to sample integrity or sample handling which can impact result recovery. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist instructed the customer to run precision tests in the cup and from cup to cup, resulting satisfactory. The customer quality control (qc) was in range. A siemens customer service engineer was dispatched to the customer's site. After analyzing the instrument, the cse aligned server 1 probes, ran sodium hydroxide on reagent probe 1 and reagent probe 2. The cse ran qc and precision, resulting acceptable. The cause of the discordant, falsely depressed glu results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed glucose (glu) results were obtained upon initial and repeat on a patient sample on a dimension vista 500 instrument. The initial discordant result was flagged "below panic range", and was reported to a nurse. The nurse performed a finger stick draw on the patient, resulting higher. The sample was repeated on two alternate instruments, resulting higher than the initial. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed glu results.